Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.